Event description:
Consumer reports accuracy issues with their pt's plink meter. Tested again with another meter and had different results. Analysis run on clark error grid using competitive reading (270) vs. Bd readings (48, 278) yielded data points in the e range of the grid, outside acceptable limits.